Manufacturer narrative:
Section a: patient information has not been provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a patient's spouse alleged that the heartmate 3 left ventricular assist device (lvad) caused a massive stroke and killed the patient. Event date has been estimated.

Manufacturer narrative:
Further review determined this event was duplicate and reported in manufacturer report number 2916596-2023-02033.

Event description:
This event was determined to be supplemental information to manufacturer report number 2916596-2023-02033.